Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool smarttouch and observed an occlusion/ no irrigation issue (device used on the patient). Occlusion/ no irrigation. During the procedure, device (including port, luer hub) was not irrigating. A second device was used to complete the procedure. There was no adverse event reported on the patient. Additional information was received on (B)(6) 2025. The suspected device for the reported flow/irrigation issue was the catheter. The catheter was used on the patient. A stockert pump was used. No error was noted from the pump. The catheter tip could not release water. Steps taken to resolve the irrigation issue was to replace the catheter. The correct catheter settings were selected on the generator. No issues with flow rate change at the start of the ablation. The occlusion/ no irrigation issue was originally considered non-reportable, however, bwi became aware on (B)(6) 2025 that the catheter was used on the patient and have reassessed the event as reportable. The awareness date for this record is (B)(6) 2025.

Manufacturer narrative:
The device evaluation was completed on (B)(6) 2025. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation on (B)(6) 2025. Following j&j medtech procedures, a visual inspection and irrigation test of the returned device were performed. Visual inspection revealed no damage or anomalies on the device. An irrigation test was performed, and the catheter failed the test due to the irrigation tube was found folded at the handle area. A manufacturing record evaluation was performed and no internal actions related to the reported complaint condition were identified. The irrigation issue reported by the customer was confirmed. The potential cause of the irrigation tube folded could not be determined. The instructions for use (IFU) contain the following information: before use, verify that the irrigation ports are patent by infusing heparinized normal saline through the catheter and the irrigation tubing. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).